Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while plugged into a power source. The customer was instructed to plug the pump into an alternate power source for at least 30 minutes. Customer acknowledged and reported that the issues had not reoccurred after charging the pump. Additionally, it was reported that the pump touch screen was unresponsive. During troubleshooting with tandem technical support the pump was functioning as expected. Customer's blood glucose was approximately 110 mg/dl.